Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer via a manufacturer's representative (rep) reported overdischarged batteries. The event was identified when the patient's stimulation stopped and her pain returned. Troubleshooting performed included checking the batteries with a clinician programmer and both batteries were determined to be overdischarged. Interventions or actions taken included resetting both devices. The rep was able to reset and turn stimulation back on. The issue was resolved at the time of this report. The patient's status at the time of this report was alive with no injury. No surgical interventions were planned or performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n299796, implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot# n229185n01, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 355024, lot# n313377, implanted: (B)(6) 2012,product type: accessory. Product ID: 3550-29, lot# n307860, implanted: (B)(6) 2012, product type: accessory.

Event description:
The consumer reported a poor communication screen on the patient programmer. There was no communication with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was a couple weeks prior to the report. The last successful recharge session was a couple months prior to the report. It was noted the patient was homebound and they used a mobile service, so the physician directed them to call the manufacturer to have a manufacturer's representative come and check the device. It was noted that neither of the stimulators were working and the patient really needed her stimulators to work. Relevant medical history included non-malignant pain and headache.